Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a scheduled device replacement procedure, this existing dual coil right ventricular (rv) lead exhibited consistent high out of range pace impedance measurements associated with the rv coil. The out of range measurements were noted when the rv lead was connected to the new implantable cardioverter defibrillator (ICD) device as well as when the lead was tested using a pacing system analyzer (psa). The superior vena cava (svc) coil was noted to exhibit in-range measurements and all rv lead pace and sense measurements were within normal specification limits as well. A defibrillation threshold (dft) test was performed, and an open circuit condition was detected during the shock, indicating a high out of range shock impedance measurement. The svc coil and rv coil connectors were then switched in the device header ports, the device was programmed svc coil to device can and the dft was successful using a 21 joule shock. It was indicated that a second dft was planned and if successful, the lead would remain in service with the svc coil and rv coil connectors switched in the device header ports until the physician discusses with the patient whether to perform an rv lead revision. The boston scientific field representative asked boston scientific technical services (ts) if there are any concerns with this configuration. Ts discussed that the shock electrogram will be svc coil to device can configuration, which is not tested for the rhythm ID (rid) feature so the obde feature should be used. Ts also noted that having the svc coil and rv coil switched in the device header ports is off label use but in new ICD devices, it will not impact the sense channel. The device replacement procedure was successfully completed, and the rv lead remains in-service. No additional adverse patient effects were reported.